Event description:
It was reported that during a procedure the housing broke and fell on the floor. Another device was available to complete the case. There were no adverse consequences, medical intervention or procedural delays.